Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
After consultation with the practice, implant fractured during explant. It was not the reason for the device explant. Medical device problem code 1260 is incorrect. Investigation findings codes 3252 and 3243 are also incorrect. This report includes updated codes.